Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump malposition could not be confirmed. Additionally, a direct correlation between the device and the reported infection and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. The submitted system controller log files captured low flow alarms on 10aug2023 and 11aug2023. Of note, elevated pulsatility index (pi) values were recorded during some of the low flow events. No other notable events were observed, and the pump appeared to have operated as intended at the set speed prior to the termination of support following the patient's expiration. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists infection and death as potential adverse events which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of each of the pump parameters, including pulsatility index (pi), and pump flow. The IFU explains that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6, "patient care and management," lists infection as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, document also outlines all system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the necropsy result confirmed the diagnosis of purulent pericarditis by fungi of morphology compatible with trichosporon sp, the same species that was previously isolated in culture. The medical team's impression was that the device was displaced in its intra-cardiac portion with the cannula facing the lateral wall and not the center of the cavity. This was thought to be due to an infection in the pericardium.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The patient presented with lactate of about 7 on the night before passing away. There were also a couple of low flow alarms, but echocardiogram did not show any signal of thrombus. An autopsy was to be performed to discover the cause of death. The periodic log file was normal until on (B)(6) 2023 at 12:46:25 when it started to capture low flow events. The event log file was mostly filled with low flow events on (B)(6) 2023 between 4:40:11 and 6:13:13. On (B)(6) 2023 at 06:13:13, an intentional pump stop was captured, and the pump stopped and remained off for the remainder of the log file which ended on (B)(6) 2023 at 09:43:40.